Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving clonidine via an implantable pump for non-malignant pain indications for use. It was reported that they tried to deliver a bolus but it didn't work. Caller stated that it was taking ten minutes before the equipment made contact with the pump. Caller stated that the pt got three boluses a day. Caller stated that hcp upped the boluses but then took the boluses back down to three. Caller stated that they were arguing with a woman who was no longer there as the woman gave the pt four boluses a day with a lockout of six hours. Caller stated that the programming didn't work since the pt couldn't get all four boluses in a day unless the boluses were delivered on the exact second. Ts agent guided the caller through clearing the handset data to address the handset lag that was mentioned. Additional information was provided from a consumer stated that the patient representative also requested agent to assist them with clearing the ptm data due to the lag.